Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "we had an iab that failed to deploy.the device stayed in the body, but it didn't unfurl all the way. They had to open another one because over 2minutes it didn't unfurl but maybe a .5inch". The customer is unable to provide any futher information on the outcome of the procedure. The patient's current condition is reported as "unknown".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "we had an iab that failed to deploy. The device stayed in the body, but it didn't unfurl all the way. They had to open another one because over 2 minutes it didn't unfurl but maybe a .5inch". The customer is unable to provide any futher information on the outcome of the procedure. The patient's current condition is reported as "unknown".